Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he was hospitalized for low blood glucose levels. The customer stated that his wife could not wake him up, so she called the paramedics. The customer's blood glucose reading was 26 mg/dl when they arrived. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests. Nothing further was reported.